Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (okr). Okr checked the subject device and found that the foreign material (syringe tip) was in the suction channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for a diagnostic procedure, it was found that the channel was clogged with a foreign material. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) and the similar past case, there was the possibility that this phenomenon was attributed to the following mechanism. It can be considered that excessive stress was applied because attached with the syringe tip not straight against the biopsy valve, or the syringe used had deterioration due to repeatedly use and was fragile state. As a result of a), when the syringe and the subject device were used in combination, the syringe tip fell into the instrument channel of the subject device.